Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient was feeling the sensor under the skin but they were unable to removed the wire with tweezers, etc. Multiple follow-up method and attempts were made to reach the patient to confirm whether the wire was surgically removed, but no contact was made. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient was feeling the sensor under the skin but they were unable to removed the wire with tweezers, etc. Multiple follow-up method and attempts were made to reach the patient to confirm whether the wire was surgically removed, but no contact was made. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem [required field - additional information; d10: device availability - additional information; h2: if follow-up, what type - additional information; h6: event problem and evaluation codes - additional information.

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient was feeling the sensor under the skin but they were unable to removed the wire with tweezers, etc. Multiple follow-up method and attempts were made to reach the patient to confirm whether the wire was surgically removed, but no contact was made. The product was evaluated. An external visual inspection was performed and failed due missing sensor wire. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.